Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy-breast: unable to observe since it is not related to the device. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ seroma-late-breast: unable to observe since it is not related to the device. ¿ local reaction-breast: unable to observe since it is not related to the device. ¿ edema-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side ¿left breast is swollen¿, ¿painful¿, ¿rupture¿, ¿torn and increased in breast pouch size¿, ¿fluid collection in the fibrous capsule around the breast pouch was moderate in size, thick and enhanced the fibrous capsule¿, ¿damage to the lower outer quadrant of the breast, suspected inflammation¿, ¿monitor for capsular contracture grade unknown on both sides of the breast pouch¿, and ¿a few small lymph nodes in the lateral axilla (left), lymph nodes, think lymph nodes were inflamed¿ device has been explanted.

Event description:
Healthcare professional reported left side ¿left breast is swollen¿, ¿painful¿, ¿rupture¿, ¿torn and increased in breast pouch size¿, ¿fluid collection in the fibrous capsule around the breast pouch was moderate in size, thick and enhanced the fibrous capsule¿, ¿damage to the lower outer quadrant of the breast, suspected inflammation¿, ¿monitor for capsular contracture grade unknown on both sides of the breast pouch¿, and ¿a few small lymph nodes in the lateral axilla (left), lymph nodes, think lymph nodes were inflamed¿ device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, seroma, lymphadenopathy, rupture.